Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient had an appointment scheduled for (B)(6)-2013.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) depleted at the beginning of (B)(6) 2013. The patient was to have the ins replaced, but the appointment was postponed for 4-6 weeks. The patient¿s healthcare provider (hcp) was reportedly training to implant and had not completed an implant yet. The patient was getting nervous. It was mentioned that the patient had to be on antibiotics since the ins depleted and had been having bladder infections.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v476046, implanted: (B)(6) 2010, product type lead. (B)(4).